Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008;86(6)367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total of 191 patients received 330 electrodes implants. There were 59 complications in 53 of the 191 patients. Patient 1 of 6 experienced an intracranial hemorrhage. Hemorrhage of the frontal lobe occurred at the time of lead placement. No neurological change. See manufacturer report number: 2182207-009-01002.